Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a high event alarm (unspecified). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a high event alarm (unspecified). Onsite service was requested. This investigation is ongoing.

Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the high event alarm (unspecified) was not duplicated during the evaluation. A follow up was performed with the se, and it was confirmed that no other actions were be performed on the "high event alarm."